Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain area') in a 30-year-old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, smear cervix abnormal, chlamydial infection, hyperthyroidism and kidney infection. Concurrent conditions included uterine bleeding, abdominal pain, hematuria, dysuria, cystitis, urinary tract discomfort, renal stone, pyelonephritis and urinary tract infection. Concomitant products included levothyroxine since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract disorder had resolved and the anxiety, depression, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in insertion dates: (B)(6) 2007, (B)(6) 2012 insertion details: left tube 3 coils, right tube - 5 coils discrepancy noted in hysterosalpingogram results, per pfs it is mentioned plantiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: decompressed but moderately thickened urinary bladder wall suggesting cystitis. No evidence nephrolithiasis or obstructing ureteral calculus. Cholelithiasis without evidence for cholecystitis. Small um bilical hernia containing om ental fat. Calcified granulom as in the right lung base suggesting prior granulomatous disease. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Pathology test - on (B)(6) 2018: diagnosis: cervix: -reactive endocervical epithelium with squamous metaplasia. -nabothian cysts. -moderate acute and chronic inflammation. Endometrium: -stromal breakdown with hemorrhage. Myometrium: -focal adenomyosis. Right fallopian tube: -paratubal cysts «0.2 cm). Left fallopian tube: -para tubal cysts (largest - 1.2 cm).. Ultrasound pelvis - on (B)(6) 2017: impression: negative pelvic sonogram; specifically, negative for uterine or ovarian abnormality.; on (B)(6) 2018: impression: essentially unremarkable pelvic ultrasound. Tubal occlusion devices note. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia. Lot number:a25168 manufacture date:2012/07 expiration date:2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain area') in a (B)(6) year old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, smear cervix abnormal, chlamydial infection, hyperthyroidism and kidney infection. Concurrent conditions included uterine bleeding, abdominal pain, hematuria, dysuria, cystitis, urinary tract discomfort, renal stone, pyelonephritis and urinary tract infection. Concomitant products included levothyroxine since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract disorder had resolved and the anxiety, depression, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered emotional anguish because of the essure device. Discrepancy noted in insertion dates: (B)(6) 2007, (B)(6) 2012. Insertion details: left tube 3 coils, right tube 5 coils. Discrepancy noted in hysterosalpingogram results, per pfs it is mentioned plantiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on (B)(6) 2018: impression: decompressed but moderately thickened urinary bladder wall suggesting cystitis. No. Evidence nephrolithiasis or obstructing ureteral calculus. Cholelithiasis without evidence for cholecystitis. Small umbilical hernia containing om ental fat. Calcified granulom as in the right lung base suggesting prior granulomatous disease. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test on (B)(6) 2018: diagnosis: cervix: reactive endocervical epithelium with squamous. Metaplasia. Nabothian cysts. Moderate acute and chronic inflammation. Endometrium: stromal breakdown with hemorrhage. Myometrium: focal adenomyosis. Right fallopian tube: paratubal cysts «0.2 cm). Left fallopian tube: para tubal cysts (largest - 1.2 cm). Ultrasound pelvis on (B)(6) 2017: impression: negative pelvic sonogram; specifically, negative for uterine or ovarian abnormality.; on (B)(6) 2018: impression: essentially unremarkable pelvic ultrasound. Tubal occlusion devices note. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs & medical record received: lot no was added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, bladder/urinary problems: urinary problems were added. Outcome of event pelvic pain, menorrhagia, vaginal hemorrhage, urinary tract disorder were updated as recovered/resolved. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.